Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. Device received with corroded battery tube and cracked on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump screen and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported crack on the insulin pump screen and unable to read the display. Customer also reported that the insulin pump buttons were unresponsive at times. No significant events leading to the insulin pump damage were observed. Customer declined keypad anomaly troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.